Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 43 mg/dl, eyesight issues, and lightheadedness. Reportedly, customer required assistance to treat bg level. No additional information was provided.